Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board, interface board, system board, and power management board need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a "service required" code was found in the ventilator's downloaded error log and the device's oxygen blending module board, interface board, system board, and power management board need to be replaced to address the issue. This was incorrect. Only the oxygen blending module board was replaced to address the issue.